Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk drive was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6600 displayed error messages when trying to save images to disk during a procedure. There was no adverse pt involvement reported. There was no pt info reported.